Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched with dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm any lead characteristic that would have caused or contributed to a dislodgement or perforation.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had potentially dislodged and perforated the patient. Surgical intervention was performed and the physician experienced difficulty in extending the helix when attempting to reposition the lead. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.